Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "battery backup is not available". There was no adverse patient impact reported.